Event description:
It was reported that an asahi fielder xt-r guide wire was used with an asahi corsair pro microcatheter to cross a moderately calcified and heavily tortuous occluded lesion in the left anterior descending artery (lad) and the high lateral branch (ramus artery: hl) during a stent deployment. As the distal segment of the fielder xt-r guide wire entered the lesion, the corsair pro microcatheter was advanced over the guide wire. When the fielder xt-r guide wire was removed outside the patient anatomy for guide wire exchange to step up wire stiffness, the distal segment of the fielder xt-r was found damaged. The fielder xt-r guide wire was exchanged for a new unspecified guide wire by using the corsair pro microcatheter. The angioplasty was continued and completed by stent deployment with reestablished blood flow. It was informed that there were no adverse patient effects associated with this event and the patient was doing fine.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported fielder xt-r guide wire was returned for investigation. The returned fielder xt-r was found missing its distal segment. The missing fragment was not returned. The polymer jacket of the guide wire was found torn and the outer coil of the guide wire was fractured at approximately 10mm distal to the proximal mid solder set at 45mm from the guide wire tip to fix the core wire and the outer coil. The core wire was found fractured at approximately 19mm distal to the proximal mid solder. Observation of the fracture end of the outer coil by scanning electron microscope (sem) found a concentric-circle pattern on the relatively flat fracture surface, indicating that the fracture was likely caused by torsional stress. On the side of the outer coil wire, traces of twisting were observed, which were generated most likely when the outer coil was loosened. Under sem, a concentric-circle pattern on the relatively flat fracture surface was found on the fracture end of the core wire, indicating that the fracture was likely caused by torsional stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress might have been locally accumulated due to torqueing manipulation applied while the distal segment of the subject fielder xt-r guide wire had been caught by the lesion. Consequently, the core wire was fractured at approximately 26mm from the guide wire tip. As the guide wire was withdrawn and tensional stress was applied to the guide wire, the outer coil was fractured and the polymer jacket was torn at approximately 36mm from the tip. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be completely ruled out that the missing fragment might be left in the patient as it was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. ~ separation of the guide wire.